Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing indicated that the position potentiometer was non-functional due to a broken tab. The position potentiometer was replaced. After repair, the device was found to pass all delivery, accuracy and functional tests.